Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2. Additional information added to field h6, d8, d9, and h3. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and the information provided, it was presumed that the event occurred due to external stress was applied to the lock lever of the connecting tube, which broke the tube and prevented the tube from being connected. The external stress may have been caused by the user applied force in the wrong direction. However, the definitive root cause could not be determined. The event can be detected by following the instructions for use which state: 9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a connecting tube could not be connected to the channel connector in the reprocessing basin. The issue occurred during reprocessing for an unspecified procedure. There were no reports of patient harm.